Event description:
User facility reported that the device was not cutting evenly. Padgett blades were not setting. User facility was contacted and no additional information was available at this moment.

Manufacturer narrative:
Width clip was inspected and meets specifications. The visual inspection shows that eccentric screws are grooved. No other damage or wear was observed. There was no guard with the unit. Calibration inspection: oscillating pin tension and knob tension within tolerance. Eccentric cap and eccentric bushing-0.002. Eccentric screws grooved but even. For the functional inspection, the unit wsa powered with a power supply, and it ran well. This unit was manufactured on august 22, 2002 and last in for repair on july 2, 2004.